Manufacturer narrative:
The product will not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.

Event description:
Nurse (B)(6) called to report the patient had to be hospitalized for diabetic ketoacidosis and that she needs instruction on how to deactivate the pod so that she could place her on an insulin drip.